Event description:
During a laparoscopic cholecystectomy, the clips were shooting out of the end of the jaws when advancing. No patient consequences. Another instrument was used to complete the procedure.